Manufacturer narrative:
Received unit, evaluated by mfg - pump wheel loose, top enclosure screws missing, appears customer opened the unit, refurbished for demo stock (refer to service record (B)(4)).

Event description:
Does not aspirate. Need replacement asap.